Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 514mg/dl. The customer's expected fasting blood glucose test result range is 130 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history; (B)(6). Customer called in states meter read 500mg/dl and 514mg/dl. Customer states his normal range is 130-150mg/dl. Customer denies signs and symptoms of high blood sugar at the time of call and denies the need for medical attention at time of call. Customer went through the memory and cannot find the results. Advised customer the meter will store the values in the memory and that they cannot be erased. Will call customer back to follow up regarding results customer states he will retest tomorrow to see if he gets the results.